Manufacturer narrative:
(B)(4). The rt125 infant bias flow breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) for that product is k020332. We are currently attempting to retrieve additional information and the complaint breathing circuit. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that an rt125 infant bias flow breathing circuit did not pass the pb840 ventilator leak test. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The rt125 infant bias flow breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) for that product is (B)(6). The complaint rt125 breathing circuit was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Our evaluation is based on information from the hospital and our knowledge of the product. The hospital tested the breathing circuit and reported to have found minor leakage around the y-piece and the water trap. The hospital attempted to reduce the leaks but the breathing circuit still failed the leak test. If the complaint device had been returned it would have been visually inspected and pressure tested to determine if the pressure drop is within specification or not. Without the device we were unable to determine whether there was an actual defect with the rt125 infant bias flow breathing circuit. A lot check could not be carried out as no lot date was provided. All rt125 breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that the problem occurred after the product was released for distribution. The rt125 user instructions that accompany the device state the following warnings: "check all connections are tight before use"; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient"; "set appropriate ventilator alarms." No patient consequence was reported as the circuit was tested before using on a patient which is in line with our user instructions.

Event description:
A distributor in (B)(6) reported that an rt125 infant bias flow breathing circuit did not pass the pb840 ventilator leak test. This was reported prior to patient use.